Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The elevated accu tnl result was 33.93ng/ml. The result was not reported out of the lab. The customer questioned the result and re-tested the pt original sample for accu tnl. The result was 0.00ng/ml. The customer then re-tested the pt sample on a different instrument in their lab. The result was 0.01ng/ml . The result of 0.01ng/ml was reported out of the lab. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.